Event description:
It was reported that inner shaft and outer sheath detachment occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. A 7x80x75 epic vascular stent was advanced for treatment. However, during removal of the delivery system after stent deployment, the inner shaft and outer sheath were removed separately. The inner shaft was separated when the outer sheath part came out of the sheath. The inner shaft was also pulled out of the sheath but had stayed on the guidewire. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the inner liner is separated from the handle. Microscopic examination revealed no additional damages. The handle was opened to verify where the inner liner actually separated and it was confirmed to have been pulled out from the luer. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that inner shaft and outer sheath detachment occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. A 7x80x75 epic vascular stent was advanced for treatment. However, during removal of the delivery system after stent deployment, the inner shaft and outer sheath were removed separately. The inner shaft was separated when the outer sheath part came out of the sheath. The inner shaft was also pulled out of the sheath but had stayed on the guidewire. There were no patient complications nor injuries reported and the patient condition was good.